Event description:
It was reported that the ventricular lead impedance had dropped from 744 ohms to 222 ohms bipolar. The lead was capped and replaced. No patient complications have been reported since the device was removed from service